Manufacturer narrative:
The zio at patch was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio at device for 13 days of the 14-day prescribed wear period. The investigation found that on day 8, the patient had reported a slow flashing orange triangle on the gateway, which indicates poor cellular connectivity, and irhythm identified at the time that the device was not activated. Irhythm became aware of the arrhythmia while preparing the final report and notified the hcp on day 41. The reason that the device was not activated could not be fully investigated since the gateway was not returned and the debug log was not available for review. However, it is suspected to be associated with poor cellular connectivity. A follow-up request was made for the gateway return. The zio at provides warnings to the user regarding cellular connectivity, gateway activation, and patch application. ¿if you see a light on the patch flashing orange, the patch may not be well attached or may not be recording, or the gateway may not be sending heart rhythm data. Refer to troubleshooting on pages 19 through 21 for a description of the flashing lights and required action.¿ ¿if you are in an area with poor or no cell reception, the gateway will not transmit data from the patch. If irhythm does not receive data for a sustained period of time, our team will reach out to the patient to troubleshoot. In the event, the connection is not re-established, data (both auto triggered and patient triggered events) will not be transmitted to irhythm.¿ this event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements but was not transmitted during the wear period. The gateway debug log was not available; therefore, the reason for the arrhythmia not transmitting could not be determined. The healthcare provider (hcp) was immediately notified of the patient's arrhythmia. There were no delays in treatment, and no adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.